Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined to perform troubleshooting with tandem technical support. No additional patient or event information was available.